Event description:
It was reported that patient began to wake up and was very restless while using the 3-way stopcock. Nurse noted blood coming up in the lumen of the right internal jugular (rij) central venous catheter (cvc). When lumen was flushed stopcock squirted fluid back out and registered nurse noticed that it was cracked and sheets were wet. Stopcock was removed and patient was able to be re-sedated. There was patient involvement with no harm.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filled as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.